Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4024 implantable pacing lead - 1993-(B)(6). (B)(4).

Event description:
It was reported that the atrial lead exhibited bipolar impedance lower than unipolar impedance, as well as undersensing of the patient's atrial fibrillation (af). A cardioversion was attempted, and was only able to keep the patient out of af for a minute or two. The atrial lead was programmed off as a result, and remains implanted. No patient complications have been reported as a result of this event.